Event description:
A mobile pet coach was returned to cti pet systems, inc (cps) for repair. Six of the screws in the vertical motor mount, which is at the base of the pt handling system (phs), were found to be sheared, while two had completely come out. Four of the screws at the rear mount were also loose. Cps found that the root cause of the failure was due to the lack of a secondary locking device (loctite) on the screws (contrary to the bed assembly specifications). This had allowed the screws to become loose, which had put extra stress on the other screws. This could potentially cause the phs to fall. A bed support is required while the system is in transit. This reduces stress and vibration on the phs while the coach is in transit. It is unclear whether this mobile had properly used the bed support, which could have contributed to the problem. No injuries have been reported to cps.